Event description:
It was reported that an arteriotomy closure of a mildly calcified and mildly tortuous common femoral artery was attempted after a percutaneous transluminal angioplasty and stenting procedure. Reportedly, during advancement of the thumb advancer/exchange sheath splitting, resistance was felt. The physician stopped advancing the thumb advancer and removed the starclose se device. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty during thumb advancer/exchange sheath splitting was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for failure to deploy the thumb advancer/exchange sheath splitting reported from this lot. It should be noted that the starclose se instructions for use states, do not deploy the clip in areas of calcified plaque. Additionally, the precautions section states, the safety and effectiveness of the starclose vascular closure system have not been established in the following patient populations, patients with femoral artery calcium, which is fluoroscopically visible at access site. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) - patient selection: the starclose se device was deployed in a mildly calcified right common femoral artery. Per the instructions for use - do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.